Event description:
It was reported that this pacemaker system exhibited high out of range ventricular pacing impedance measurements. The most recent out of range measurement triggered a red call doctor on the patient communicator. The patient advocate indicated they were awaiting a callback from the clinic. Additional information is being requested from the field. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.